Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the smart remote manager sounds beeping and failed to unlock due to oxidized microswitches. A field service engineer removed oxidation from microswitches and reseated wiring on both controller board and latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system remote manager failing frequently on the refrigerator, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.